Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse went on site and found all the icb cables secured correctly. The fse replaced the icb due to the errors 32035 in the logs. The fse also replaced the icb to core cable. The system was tested and verified as ready for use. Isi received the icb unit involved with this complaint and completed the device evaluation. Failure analysis investigation could not replicate the reported issue. Error 32035 "hardware health monitor found a measure value out of range". Pca was unable to replicate the reported problem by installing this icb box into pca system. It worked fine with exercising stapler and vessel sealer 10 times without any issue or errors. Instruments used during this procedure: vessel sealer instrument used for 1:54 minutes (pn: 410322, ln: m10190903-040), monopolar curved scissor instrument used for 2:45 minutes (pn: 420179, ln: n10200221-428), fenestrated bipolar forceps instrument used for 1:19 minutes (pn: 420205, ln: n10190603-656). The procedure lasted 31 minutes before being converted to open surgery.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the vessel sealer instrument would not turn on. It is unknown what troubleshooting was performed; the caller reported this issue three days after the reported event. During the call with technical support the caller found the instrument control box (icb) power cord not fully seated. The caller seated the power cable and the vision side cart (vsc) and surgeon side cart (ssc) both powered on with no issues. The procedure was converted to open surgery with no reported injury. Intuitive surgical inc. (Isi) contacted a site nurse and additional information was obtained about the complaint: the nurse was in the or during the procedure when the reported issues occurred. It was reported that the icb was not turning on and the vessel sealer instrument was not able to be used at all. The site used a fenestrated bipolar forceps instrument which reportedly worked as expected. The instrument jaws became stuck shut, with no tissue, and a recoverable fault occurred. The nurse reported that this was caused by surgeon error and they pressed the recover button to recover from the fault with no further issues. The site used a monopolar curved scissors instrument which worked without issue.